Event description:
It was reported that reproducible noise, oversensed with isometric movements and unstable occasionally high pacing impedance was observed on the right atrial (ra) lead. A ra lead fracture was suspected. The ra lead was capped (B)(6) 2025 and replaced. The patient was stable.